Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6), 2003. Subsequently, patient's legal counsel further reports patient allegations of pain, bone/tissue damage, loss of range of motion, elevated metal ion levels and metallosis. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-00098 / 00100).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2003. Subsequently, patient's legal counsel further reports patient allegations of pain, bone/tissue damage, loss of range of motion, elevated metal ion levels and metallosis. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's medical records indicated that patient is bilateral. Patient's right total hip arthroplasty was performed on (B)(6) 2002. A competitor head and stem with a biomet cup and liner was implanted. There is no reported revision of the right hip. Additional information received in patient medical records revealed a left hip revision occurred on (B)(6) 2013 due to pain and possible infection. The patient's operative report noted no apparent infection, clear fluid, lysis, and granulation tissue in the joint. The head was removed and replaced.